Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that while inserting the anterior intervertebral body fusion device during a spinal surgery procedure, the implant cracked. The surgery was completed using a spare implant that was available. Integra has requested the return of the device for eval. Integra has requested add'l clinical info.